Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge tubing had a slit in it resulting in leaking insulin. Customer's blood glucose ranged from 350-450 mg/dl. A cartridge change was performed to resolve the issue.